Event description:
Procedure: urogynaecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Stryker infravision u-kit was reported to be used/implanted during the same procedure.

Manufacturer narrative:
Additional info from the importer report: (B)(4) 2012; pelvitex polypropylene mesh; catalog #: 486015; (B)(6). (B)(4).